Event description:
It was reported that last night the patient was running back and forth to the bathroom and this was worse than their normal symptoms. The patient decreased the implantable neurostimulator (ins) on program 2 from 7v to 6v because they felt a pinch vaginally like it was twisted. The patient was up last night due to spasming and was running to the bathroom. The patient knew what to do and turned the stimulation down. The vaginal sensations went away but then the patient had increased trips to the bathroom overnight. The patient hadn¿t noticed any improvement on their frequency symptoms but had noticed big improvement on their pudendal nerve pain. The ins was treating frequency, interstitial cystitis, vulvodynia, and pelvic floor dysfunction. The pelvic floor dysfunction caused spasming and the pudendal nerve pain was crippling and they had extreme pain on their right side prior to implant. When the patient checked the settings this morning the ins was set at 5v so they reset it to 6v and the patient wanted to know how the ins reset itself. The patient wanted to know what the different programs meant. The patient did not know if their health care provider (hcp) gave them permission to change programs yet. The hcp prescribed the patient percocet to treat the pain and it took the edge off the pain and made it much more tolerable. The patient wanted to know if other patients used both medication and the ins. After implant the patient was set on program 2 at 0.6v and their right side felt good but the patient still had other problems. The patient had no problem until 3 days after implant when they felt some pudendal nerve discomfort and they had a lot of pain the next day. The patient lied down and the pain was gone but it was back 1 week after implant and was nasty. The patient did a program change with their hcp and changed to program 4 at 1.8v. The patient felt stimulation in the rectal area and since the change they could not sit down. The patient felt pain from their pudendal nerve but it was more pain like a knife in their vagina and they could feel stimulation in the front vaginal area. The patient lowered to 0.8v and they could not sit between 2.8v and 0.8v and it felt the same. At 0.5v the patient felt a little better. The patient was fine standing at 2.8v but couldn¿t sit. The patient mentioned they talked to a manufacturer representative sometime between the trial and now and they were told to ask their hcp about changing programs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0m45j, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that while stimulation was turned on patient never had therapeutic effect and did not get much relief for the incontinence .the patient was voiding 37-38 times per day. The patient thought she was implanted for pain relief. The patient stated that she went for an x-ray on the day of this call of her knee; she turned the device off for it. It was noted that she turned it back on after but did not feel any stim. She was on program 1 at 2.1 and increased to 6.5 and felt nothing. The patient stated that she did not really think she had been feeling stim since (B)(6) 2014. The patient had periods before where she did not feel the stim, but usually she would increase it and then feel it again. It was noted that patient met with manufacturer representative on (B)(6) 2014 at 11:30 and he set her to program 1 at 2.1. She felt the stim on that setting until (B)(6) 2014 which about a day or two. While on the line with patient services, the patient increased the stim on program 1 from 2.1 up to 5.8 and did not feel anything. The patient decreased stimulation to 0.0 and was assisted to change the program to 3 at .7 and was able to feel the stim sensation. The patient would try the setting for a while. The patient skipped over switching to program 2, because she tried program 2 previously and it caused her pain and could not sit down. The patient next appointment was scheduled not until (B)(6). It was reported 3 days later from previous call that patient was not still getting therapy relief from therapy. The patient reported that since (B)(6) she noticed change in therapy. It was reported that patient called over the weekend and changed setting from program 1 at 2.1v to program 2 at 0.2v and she was not feeling stimulation. It was then changed to program 2 at 0.5v but patient had very bad night. The patient wanted to change setting back to program 1 @ 2.1v where representative had it set at first. The patient tried to change setting on her own and went up to 6.0v and still could not feel anything. The patient noted that she did not have fall or trauma. The patient was wondering why she was not feeling stimulation at the original setting. The patient next appointment scheduled with hcp is on (B)(6).